Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 108 mg/dl. Prior to the event, the customer had treated for high blood glucose levels, and her blood glucose levels dropped rapidly. The customer subsequently fainted. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. It was stated that the customer was taking antibiotics due to gum infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.